Event description:
It was reported that when reviewing a remote transmission, it was noted that the atrial capture management appeared to be occuring just prior to episodes of tachycardia in the ventricular monitor zone. It was suspected that the atrial capture management may have been contributing to tachycardia and as a result, the atrial capture management was programmed off. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.